Manufacturer narrative:
Related cases from this customer: (B)(4): reported patient burn. (B)(4): 1st report of pads not adhering; this was during a ¿code¿ ¿ serious injury. (B)(4): 2nd report of pads not adhering; no code reported ¿ product problem. (B)(4): 3rd report of pads not adhering; no code reported ¿ product problem. (B)(4): 4th report of pads not adhering during testing/rca conducted by customer ¿ product problem. Additional details have been requested.

Event description:
It was reported to philips that the smart pads iii did not adhere to the patient. The nature of use in unclear, however there was no adverse event to the patient or user as a result of the problem.

Manufacturer narrative:
Remote support from the customer care solution center was received by the customer. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful.